Manufacturer narrative:
Date of this report: 08/17/2015. Date received by manufacturer: 09/24/2015. Product evaluation: in service and repair it was not possible to do the temperature heat test, due to one broken connector pin and one bent pin. The motor/cable assembly has to be replaced, the collar release is worn out and the bearings and the o-rings have to be replaced. The visao has been completely disassembled and thoroughly cleaned. The motor/cable assembly, collar release, bearings and o-rings have been replaced. The visao has been successfully tested according to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; evaluation expected but not yet begun.

Event description:
It was reported that the "drill heats up". There was no reported patient impact or injury.